Manufacturer narrative:
On (B)(6) 2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # pc-(B)(4).

Event description:
It was reported that a patient underwent a right atrial flutter (r-afl) ablation procedure with a qdot micro that was not irrigating. , that the physician forgot to open the stopcock valve for irrigation on the qdot micro¿ and there was 4 ablations done before they got a high temp error display displayed on the remote display of the ngen¿ system. The qdot micro¿ catheter was pulled out of the body, and they opened up the stopcock valve for irrigation and tried to flush the catheter, but the catheter was not irrigated. The caller added the physician cleaned the tip of the catheter, but the issue was still there. The catheter was replaced, and the problem was resolved. The case continued. There was no patient consequence.